Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation due to battery depletion. The patient had not charged the ipg for at least four weeks. As a result, the patient underwent ipg replacement, and effective therapy was restored post-op.